Event description:
It was reported that the gst60d didn't fire fully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2024 d4: batch # 672a51 additional information was requested, and the following was obtained: did the device deliver any staples?- yes if yes, were the staples formed properly?- yes if yes, was the staple line complete?- half did the device cut?- yes if yes, was the cut line complete? Half if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - no was there any difficulty opening the device? - no if yes, how was the device removed from the patient?- yes if yes, did the jaws eventually open?- yes is the current patient status known? -unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- no investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received partially fired 2/3 along with its opened packaging. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 672a51, and no non-conformances related to the reported complaint condition were identified.